Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l88192, implanted: (B)(6) 2001, product type lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type extension. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient never had therapeutic effect. The patient went back for reprogramming sessions but the last reprogramming session hit some nerves and the patient stopped using it at that time. He tried to turn it on and nothing came on, which was why he wanted to see if he could get it explanted. He stopped using it because it never reached areas he needed it. The patient was in a lot of pain from the last operation. The patient was still having concerns with the device and was looking for a doctor or manufacturing representative (rep). More than 4.5 years later it was reported that there was no symptom relief. It didn't work since it was put in so it had been off. "I wanted to take it out but they won't take it out." There was no fall or trauma. The patient recently tried to turn stimulation on over the summer but noticed then that it wouldn't turn on. Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient wanted to know who the best healthcare professional (hcp) to go to in order to have his device explanted. The patient requested information on whether it would be safe to leave his implant in and just not use it for long periods of time. The patient was directed to their hcp for any further questions.